Event description:
Heat wrap did not work [device ineffective]. Rash in her back and face [rash]. Case description: this is a spontaneous report from a contactable pharmacist. A contactable pharmacist reported about an (B)(6) female pt used diclofenac epolamine (flector patch) on (B)(6) 2011, for her back pain and she just used it once and heat wrap (thermacare lower back and hip) on an unk date in (B)(6) 2011, for her back pain. Relevant medical history of the pt included high blood pressure, sleep disorder and stomach acid problem (all since an unk duration). Relevant concomitant medications of the pt included lisinopril at 5 mg daily for high blood pressure, omeprazole at 20 mg daily for stomach acid problem and clonazepam (klonopin) at 0.5 mg daily for sleep disorder, all since unk duration. It was reported that on an unk date in (B)(6) 2011, heat wrap did not work for the pt for her back pain and it was unk whether heat wrap was heating up or not. It was also reported that on (B)(6) 2011, the pt experienced rash in her back and face after using diclofenac epolamine. Relevant lab tests were unk. The consumer stopped using heat wrap in 2011 and diclofenac epolamine on (B)(6) 2011. Relevant therapeutic measures taken in response to the event rash in her back and face were none. The consumer had recovered from the event rash in her back and face in (B)(6) 2011 and clinical outcome of the other reported event was unk at the time of the report. Case comment: reported events considered non serious.

Manufacturer narrative:
Brand name: thermacare, type: lower back and hip. Labeled for single use: yes. Action taken: use of device permanently discontinued. Complications during surgery: not applicable.